Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection noted that the balloon was cut. Replication of the reported condition may occur as a result of either an inflated or deflated balloon making contact with a sharp object during use. The product analysis concluded there were no device abnormalities that would have caused or contributed to the reported incident. Therefore, the investigation was unable to establish a relationship between the device and the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
(B)(4)

Event description:
Customer states during a tep totally extraperitoneal, the device could not be used because the balloon would not inflate. The event occurred in use for patient. The procedure was completed with another device. The surgical time was not extended. The status of the patient: no problem. There was no tissue damage. The incision site was not extended. Nothing fell into the patient's cavity. The product did not lock on tissue and was removed from the tissue without damaging it. No bleeding occurred. The device was not reprocessed/re-sterilized prior to use.